Manufacturer narrative:
Model number/ catalog number: sc-2108-50m, serial number: (B)(4), batch/ lot number: 12473/20513, model/ catalog description: scs lead kit, phase 2 sterile package. Model number/ catalog number: sc-2108-70m, serial number: (B)(4), batch/ lot number: 10553/9153, model/ catalog description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patients leads were cut during a non device related procedure. Loss of stimulation was also reported. The patient will undergo a replacement procedure.